Event description:
It was reported that patient was having a bypass surgery and noted on ultrasound that the right ventricular (rv) lead migrated into the left ventricular (lv). This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.